Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) location of the perforation: vaginal cuff after hysterectomy/hysterectomy cuff punctured the uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and ovarian vein thrombosis ('clot on the ovary') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2017, caesarean section in 2013, cesarean section in 2010, breast prosthesis implantation in 2000, adenomyosis, pelvic adhesions and uterine fibroid. Concurrent conditions included intramural leiomyoma of uterus since (B)(6) 2017, overweight since (B)(6) 2017, primary insomnia since (B)(6) 2017 and muscle strain since (B)(6) 2017. Concomitant products included sertraline hydrochloride (zoloft) from 2016 to 2018. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and uterine enlargement ("other injury(ies) or complication (s) please describe: bloating: enlarged uterus"), 3 years 9 months after insertion of essure. In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), gastrointestinal disorder ("gi appointments and colonoscopy"), vaginal infection ("infection (bladder/ urinary tract/vaginal): infection (other): torn vaginal cuff"), vaginal cuff dehiscence ("infection (other) describe: torn vaginal cuff"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("pain") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to repair and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, ovarian vein thrombosis, vaginal haemorrhage, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, anxiety, depression, vaginal infection, vaginal cuff dehiscence, migraine, headache, abdominal pain, uterine enlargement, uterine leiomyoma and urinary tract disorder had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian vein thrombosis, urinary tract disorder, uterine enlargement, uterine leiomyoma, uterine perforation, vaginal cuff dehiscence, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal cuff dehiscence, fibroids and vaginal bleeding. Quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received: this case became incident. Event injury nos was replaced with new events. New events added from pfs: perforation (other) location of the perforation: vaginal cuff after hysterectomy/hysterectomy cuff punctured the uterus, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, gi appointments and colonoscopy, anxiety, infection (bladder/ urinary tract/vaginal): infection (other): torn vaginal cuff, migraines, headaches, abdominal pain, bloating, enlarged uterus, clot on the ovary and fibroids were added. Other relevant history and concomitant drug added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.